Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-00512 addresses the other device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and a sensation polypectomy snare were used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the output power seemed to be above the set point. The generator was in the monopolar "coag" mode set to 25 watts when it was reported to be "running very hot." The procedure was completed with the same endostat iii electrosurgical unit and sensation polypectomy snare. Following the procedure, the site's biomedical engineer performed a diagnostic test on the unit and confirmed that output energy was higher than user settings, however, since the polypectomy snare was discarded, it could not be confirmed whether a malfunction of the snare had contributed to the event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.